Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok had leakage. The following information was provided by the initial reporter: amgen complaint number: (B)(4). Cause code: interface vial adapter leakage/breakage (leakage from adapter when attempting to draw into syringe). Complaint description: amgen received notification on 11-jul-2024 from a pharmacist of a complaint for nplate vial - lyophilized involving 1 unit from lot/batch 1172224a. The event reportedly occurred on 08-jul-2024. The pharmacist reported the following event: reconstituted substance leaked from adapter when attempting to draw into syringe for application; product was not used. Indicated that syringe was defective and could not be administered. There was no evidence of vial damage or breakage. And the vial metal cap appear intact before use, not loose. Liquid or residue appear not to be leaking from the vial metal cap. Instructions for use were followed. Patient outcome was captured as non-serious as patient missed the dose. Note : complaint unit was requested from the reporter. The unit has not been received at amgen yet.